Event description:
It was reported that during a normal follow-up, rv lead noise was observed. The patient was asymptomatic. Shortly after, the patient received an alert. Upon interrogation, the device was found in back-up vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4). Device reset and output circuit damage were confirmed. Review of the device diagnostic data revealed that the device went into reset during delivery of hv therapy. After clearing the device from reset, the device function was tested and a shorted component within the circuitry was found. The cause of the event was not determined conclusively.